Event description:
It was reported by the patient's attorney that pt has suffered persistent urinary incontinence, pelvic pain, bladder infections, erosion of her bladder, and has undergone three separate procedures to remove the eroding mesh and repair the damage done to the bladder.